Event description:
It was reported that on (B)(6) 2025, the patient underwent an unknown surgery for femoral trochanteric fractures with tfna long and cement augmentation. The surgery proceeded according to the standard technique, and after the distal locking procedure, the c-arm was used to check the lateral image. It revealed that the blade had not passed through the nail and had been out of the bone at the anterior side of the femoral neck, and also that the cement had leaked from the anterior side. The blade was removed, and an attempt was made to reinsert it, but the blade did not go in smoothly because the cement had already hardened. The surgeon used a femoral head reamer and synream to remove the cement, then tried to reinsert the blade but was unable to place it in the optimal position. The blade was replaced with the shorter size twice, and the locking mechanism was rigidly fixed, then the wound was closed. The surgery was completed successfully with over thirty minutes of delay. Surgeon¿s comment: the procedure to open the lateral cortex was not performed when inserting the blade. Naturally, there was a hard resistance when inserting the blade, but the insertion was continued and caused the screw fixing the device at 125° to loosen, resulting in the blade to be out of the bone anteriorly. The patient will remain non-weight-bearing for one month and further treatment will be decided based on the patient's progress.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.